Event description:
PICC (peripherally inserted central catheter) rn (registered nurse) called to bedside due to PICC leaking, PICC rn lifted dressing to remove PICC, PICC snapped at the hub. PICC was able to be removed safely in its entirety. Patient skin is intact. Risk closure comments: appropriate actions taken, no harm to patient.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number 1000060000-2023-8014 the results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC (peripherally inserted central catheter) rn (registered nurse) called to bedside due to PICC leaking, PICC rn lifted dressing to remove PICC, PICC snapped at the hub. PICC was able to be removed safely in its entirety. Patient skin is intact. Risk closure: comments: appropriate actions taken, no harm to patient.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received a 30 cm nutriline catheter as a sample, which was shortened by 14 cm. A non-vygon needle-free connector was connected to the luer lock hub. The catheter tube was completely torn from the fixation wing. During the microscopic examination, the remaining catheter tube was visible in the fixation wing, respectively the overmolded section of the catheter's proximal end. The fracture plane showed a rough and uneven surface, which is a typical sign of a tensile fracture due to a high tensile load. The surface of the fracture plane also indicates that the catheter tube was in contact with alcohol. There are various possible causes that can lead to catheter leakage/tensile fracture: · dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is used to free it, placing stress on the line which could result in a tensile fracture. · routine care - when lifting the baby to change bedding. · movement - the baby themselves catching the line, normally with a foot, during movement. · use of alcohol-based disinfectant. Based on the product incident report (pir), the customer used alcohol-based chloraprep as a disinfectant. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol-containing disinfectants. This may irreversibly damage the catheter.". A review of the batch history records was performed for 8178425, and no deviations were found. The batch complied with its specifications and was released. Each catheter is leak and flow tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are conducted with no exceptions found. There is no further complaint for batch 8178425 and three further complaints regarding a leaking catheter, which was completely torn out of the fixation wing on code 4g07125235 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management as the catheter worked well for 21 days, and there are no indications of a manufacturing fault. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. When using an alcohol-based disinfectant, we recommend following the catheter handling instructions according to the product's IFU.

Event description:
PICC (peripherally inserted central catheter) rn (registered nurse) called to bedside due to PICC leaking, PICC rn lifted dressing to remove PICC, PICC snapped at the hub. PICC was able to be removed safely in its entirety. Patient skin is intact. Risk closure comments: appropriate actions taken, no harm to patient.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number (B)(4). The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.